Manufacturer narrative:
The unit was received with broken battery tube threads and minor scratches on the lcd window.

Event description:
The customer called to report that he fell a few months ago and just noticed the insulin pump was cracked on the battery compartment. The customer's blood glucose level was 134 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.